Event description:
In 2009, the pt reported that she received an e4 yesterday. She had not been connected to the infusion device, due to the error and her blood glucose was elevated to 377 mg/dl. She stated that she felt " light headed", and she stated that she would sit down and drink water. She was instructed to disconnect from her infusion site and she was able to prime without error. She inserted a new infusion site and reconnected to the infusion tubing and she was able to bolus 1 unit of insulin without error. Upon follow up in the next day, the pt reported that her blood glucose was decreasing. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.